Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that following a power outage, the system was unable to produce x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) reloaded the software on the image processing computer, recreated an image store and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that device was not able to produce x-rays. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). During troubleshooting, the fse identified the issue with the ippc software. The fse reloaded the ippc software and recreated the image storage to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.